Manufacturer narrative:
It was reported that the servo-I ventilator generated alarms regarding technical errors for communication error and expiratory flow meter error. Our service technician on site replaced the control printed circuit board (pcb) as is recommended in the service manual. After replacement of the pcb and an update of the device software the ventilator showed no alarms and passed the pre-use check. The device was returned for clinical use. The pcb was not returned for further investigation, partial device logs were downloaded and available for investigation. The logs can confirm the reported alarm regarding expiratory flow meter error but not the communication error. This might be due to the fact that only partial logs were available. Alarms that were not reported regarding ventilation stopped are found in the logs. The combination of these alarms points to the replaced control pcb to be the faulty component but since no goods were returned the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).